Event description:
A 6 mm diameter x 12 mm length racer renal stent system was inserted into a pt for the treatment of the proximal end of the right renal artery lesion. It was reported the lesion had 90 percent stenosed. The lesion was pre-dilated with a 2.5 mm x 10 mm balloon. The stent was inserted and deployed up to 10 atms and it appeared that the stent was fractured. The physician elected to place a second racer stent through the allegedly fractured stent, which deployed without incident. No add'l clinical sequelae were reported and the pt is fine. The delivery system discarded. Images of the case were sent to an outside physician, the results are pending. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Results: film evaluation pending. Conclusions: film evaluation pending.